Manufacturer narrative:
Additional information was added : device manufactured between may 30, 2019 to may 31, 2019. The device was received for evaluation. A visual inspection was performed and a leak was observed. The reported condition was verified. The cause of the condition was due to separated tubing line at the solvent-bonded junction of the stressmember. The cause of separated tubing line was due to manufacturing issue. The plant has several controls in place to detect leaks. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking. This issue was identified during setup, prior to patient use. There was no patient involvement. No additional information is available.